Event description:
The patient suffered a small burn from the cautery device.

Manufacturer narrative:
The surgeon was performing a total laryngectomy and radical neck dissection. During the procedure, a pea sized burn to the right breast resulted when the surgeon placed the cautery device down on the patient after use. The surgeon was concerned that the device remained active after the push button had been released. The facility returned the cautery pencil with an attached megadyne blade for evaluation. Examination of the cautery pencil found no damage to the plug, cord or body of the device. The blade was properly seated and attached to the device. No issues were identified with the push buttons. The device was tested in both cut and caog modes. The push buttons did not stick and the device shut off when the buttons were released. The cautery pencil was tested for duration of 1.3 and 5 minutes before releasing the button and each time it performed as intended. No malfunction was identified. The reported issue could not be duplicated.